Event description:
It was reported that the cartridge was leaking. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem customer technical support. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.